Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid system emitted a beeping noise during login attempts and incorrectly prompted for a witness. Additionally, the monitor was reported as loose. A field service engineer (fse) confirmed when adjusting all in one unit. The station was powered down, and all in one device and panel were removed. Corrective actions were performed, including reseating the universal serial bus cable, removing and replacing the zip tie, and properly securing the components. After reassembly and restart, the issue was resolved. The user was able to log in without the beeping noise or witness prompt, and the monitor was securely in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es wor_28 biometric identifier was making a beeping noise each time the user attempted to log in and request a witness. Additionally, the monitor was reported to be loose. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.